Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve beds are leaking. Additional malfunctions are the tube and clamp for the manifold are defective and the regulator for the product tank is leaking.